Event description:
Procedure: lap colon. Patient sex: unk. According to the reporter: the instrument was used with a new cartridge which was used to transect the sigmoid. No thickened tissue present in the opening of the cartridge. The surgeon opened the instrument, and found that no staples were formed. Some bleeding of less than 250cc occurred. Another instrument was used, but the same happened again. The surgeon then changed to a laparotomy open procedure, and the surgery was extended by 1 hour and completed. The patient condition is unk, but the pt has been released from hospital.

Manufacturer narrative:
.